Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached where the quick release connected to the tubing while the patient was came home from work and slept. The site location was patient's upper buttocks. The pump was worn in his pocket. The infusion had been in use for 2-3 days. There was no stress or pull on the tubing and the pump was dropped with the set connected to the patient's body. No further information available.